Event description:
Cause of the 810 error code was due to settings being deleted accidentally. Settings were restored and patient is receiving effective therapy with no additional issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they got an 810 error code on the handset after implant replacement this morning. The patient was experiencing more tremor than usual. The rep tested impedances and settings were the same as the previous implant, with the only thing they noticed was the message about amplitude recalculation with the previous implant and current implant. It was reviewed the 810 message was an unconfigured message and the patient was not getting therapy. The session report showed the patient was programmed, but the rep was going to meet with the patient to interrogate and reprogram.

Manufacturer narrative:
Section d10 references: product ID b3301542 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted. Product type lead product ID b31061 lot# 082u10921 serial# implanted: (B)(6) 2021 explanted. Product type accessory product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2021 explanted. Product type extension product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type extension product ID b35200 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted. Product type implantable neurostimulator product ID b31040 lot# 082n23621 serial# implanted: (B)(6) 2021 explanted. Product type screening device product ID b32000 lot# 082m20221 serial# implanted: (B)(6) 2021 explanted. Product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.